Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic tore while implanting into the patient's right eye. The incision was enlarged to removed the lens and sutures were used. The same model lens was implanted as a back-up the patient's prognosis is "good, treatment with topical antiboitic/steroid."

Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information the root cause of the event could not be conclusively determined.